Event description:
It was reported that a patient presented with atrial lead oversensing noise resulting in inappropriate mode switch. No changes or intervention was reported. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not yet received.